Manufacturer narrative:
Return material authorizations were approved but the devices were not returned, and therefore confirmation or further evaluation of the complaint was not possible. No device assessment could be completed because the sensor was not received. It was later reported that the distributor approved a sensor replacement for the user. As the devices were not returned for evaluation, no further investigation was possible, and the case was closed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the user complained of not getting a signal better than poor and the sensor frequently disconnects from the transmitter. The sensor was inserted on (B)(6) 2025 and the issue immediately right after insertion. The patient claims that the sensor was implanted too deeply. A transmitter replacement did not resolve the issue. The patient was advised to reach out to hcp to discuss about removal and replacement of the sensor.